Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia and high ketones. The patient's blood glucose levels were not provided but was wearing the pod at the time of the reported event. The pod reportedly fell off the infusion site (unspecified), causing the pod cannula to dislodge. Symptoms reported include not feeling well. The patient was treated with removing and applying a new pod at the hospital. The patient was discharged on the same day.